Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during basal and bolus delivery. Customer resumed insulin delivery to clear the occlusion alarm; no pump supplies were changed. There was no reported impact to customer's blood glucose. As occlusion alarms occurred in the past, tandem technical support could not identify possible cause of the occlusions.